Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hypotension. The cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that the patient was taken to the operating room for possible tissue aortic valve replacement, tissue mitral valve regurgitation, left atrial appendage ligation, with impella 5.5 support. Prior to closing, the patient became hypotensive and coagulopathic. The patient received cryo 10, two units of platelet packs, two units of fresh frozen plasma, and prothrombin complex concentrate. The chest was then closed and the impella was secured to the skin utilizing the provided three point fixation lock. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Additional event information states that prior to closing the chest the patient became hypotensive and coagulopathic. The patient was given 10 of cryo, 2 platelet packs, 2 ffp and pcc. The chest was then closed and the impella was sutured to the skin and secured utilizing the provided 3 point fixation lock.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.